Manufacturer narrative:
Blocks d9 & h3: the visions pv .014p rx catheter was returned for evaluation. Block h3: the visions pv .014p rx catheter was returned in two pieces. The separated distal shaft (includes distal tip, scanner body, and portion of distal shaft) measured approx. 20 cm in length. The proximal portion of the catheter (includes rest of distal shaft, proximal shaft, exit port, luer, and connector) measured approx. 132 cm in length. Visual inspection found a stretched distal shaft and inner member. Additionally, broken microcables and exposed core wire were observed at the location of the separation. All pieces of the catheter were accounted for, no missing material detected. Block h6: the probable cause of the shaft separation is due to use/handling. Strain, impact, and forces associated with use can affect the integrity of the device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a visions .014p rx catheter was used in a therapeutic peripheral procedure in a severely tortuous and calcified at. During pullback, the catheter got caught on the very tortuous artery, and led to difficulties getting the guidewire across. The catheter and guidewire were removed as a unit, and upon removal, it was noticed that the catheter shaft had separated but remained intact to the non-philips guidewire. No portion of the catheter was retained in the patient. After the procedure, the patient was transferred to another hospital to be monitored in the ER for her low blood pressure. Per philips clinical assessment, patient factors and age likely contributed to the low blood pressure. No patient injury reported. This product problem is being submitted because the visions catheter shaft separated. There is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the visions pv .014p rx catheter was not returned for evaluation, thus no returned product investigation was performed. Blocks h7 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.